Manufacturer narrative:
The device was returned for analysis. The reported ¿clip remained on the distal tip of the device after deployment¿ was not confirmed; however, the clip likely came off the sheath during handling or shipment for return. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after percutaneous coronary intervention (pci) procedure using a 6f sheath. Reportedly, the clip of the starclose had remained on the distal tip of the device after deployment and was noted on removal from the patient. Hand held pressure (hhp) was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.